Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The device powered on as designed. There were no errors indicating the device failed to power on. During the evaluation a circuit disconnect alarm was observed. The device's proportional valve and solenoid valve were replaced to address the issue. This alarm is a patient settings alarm designed to alert the caregiver of a disconnection. This alarm does not indicate a failure. Additionally, several components were replaced due to fungal and tobacco contamination. The device was cleaned and tested and passed all final testing.